Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on radius side assessed, as fold flaw opening. Additional observations: wear abrasion is observed, creases are observed, black particles in the fill channel were observed, on the shell, yellow particles on device inner surface are observed.

Event description:
Patient reported, right side deflation. Healthcare professional confirmed, right side deflation. Device has been explanted and replaced.